Manufacturer narrative:
Updated d4: lot #. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Event description:
According to the customer contact on (B)(6) 2025, "customer leaned too much on one side" and "customer fell." Per the customer contact, "when she fell, she was found unresponsive and brought to hospital to be treated."

Manufacturer narrative:
According to the customer contact on (B)(6) 2025, "customer leaned too much on one side" and "customer fell." Per the customer contact, "when she fell, she was found unresponsive and brought to hospital to be treated." The customer stated that the "unit did not brake" during this reported incident. The customer reported that she had been using the rollator since "on (B)(6) 2025", following a prior hospitalization that occurred before the reported incident. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.